Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 4. Reference MFR report: 1627487-2016-01209; reference MFR report: 1627487-2016-01207; reference MFR report: 1627487-2016-01208. It was reported that one of the patient's supra-orbital leads had migrated to her temple. The patient underwent surgical intervention on (B)(6) 2016, where it was repositioned. The patient is now receiving effective stimulation. We are reporting on all 4 leads since we do not know which one migrated.